Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications. IFU precautions states, do not dilate the endoprosthesis with a balloon longer than the labeled endoprosthesis length. IFU directions for use state, do not extend balloon dilatation beyond the ends of the device and into healthy vessel as this may also induce restenosis and subsequent graft failure

Event description:
During an endovascular repair, the patient's access arteries required a conduit to be placed in the iliac artery. A gore viabahn endoprosthesis was deployed fine. During post dilation at the proximal end of the gore viabahn endoprosthesis, the balloon extended beyond the gore viabahn endoprosthesis and the iliac artery ruptured. The patient experienced blood loss and received blood transfusion of 4 units. The patient was converted to surgery and the iliac artery rupture was repaired. The patient tolerated the procedure.

Manufacturer narrative:
UDI: (B)(4).